Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1d5w9, product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va1d5w9, (B)(6), (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with and implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having severe problems since implant and they need a healthcare provider to manage their device. Patient was sent healthcare provider listings. Additional information from the healthcare professional (hcp) reported there was a revision of interstim stage I and ii, a new lead pocket revision and maintained device. The hcp noted the preoperative diagnoses was urge incontinence, recurrent back pain, interstim pocket abnormality, and abnormal lead reading. It was noted during the surgery on (B)(6) 2018 the patient lost less than 10 ml of blood. The patient was known for several revisions of the interstim device. The hcp stated she was frequently coming to the office with severe pain. The hcp noted there was no obvious history of trauma per se; however, she stated that her pocket and the insertion of the lead was extremely painful. The hcp add they had tried several times to create a better stimulation from her device, but she claimed that the problem was more of motion rather than stimulation. The hcp advised her in length that there was a good chance that even a revision might not solve the problem and the hcp offered to her among other was to have her device removed and go into more ptns type s3 modulation, but she was adamant about leaving the device. The hcp added she had good relief with the s3 modulation from her previous device bladder. The hcp stated they had at least 2 talks of more than an hour regarding the pros and cons of the procedure and she was adamant to continue. The patient was advised that would be the last revision the hcp would offer her and if that did not work, she would have to have the device out. The patient agreed with the plan. The hcp stated the area of the lead insertion into the s3 foramen did not seem to be radiologically abnormal, but because of the patient¿s symptomatology was to be revised. The hcp stated the device was taken out carefully, disconnected from the lead and maintained. The lead was taken out through the pocket and discarded. The hcp stated through the ipsilateral side incision was done, the lead was placed in more of a 45 degree angle so to try to eliminate the irritation on the side of the foramen, under fluoroscopy placed with excellent bellow and toe flexion and undermined to the pocket that was revision and was not slight more lateral obliterating the area where the lead was embedding more into the muscular tissue. The lead was undermined to the that pocket and connected to the existing device. The patient was transferred recovery room with vital signs stable. There were no further complications that have been reported as a result of this event.